Manufacturer narrative:
B3 - date of event: the event date was estimated to the earliest known atherectomy procedure included in the study. E1 - initial reporter facility name: (B)(6). Detailed product or patient information was not provided to bsc. We completed a good faith effort to obtain further information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Satilmis, onur emre, et al. "Comparison of long-term results according to localization of stenosis and occlusion in patients undergoing atherectomy for infrainguinal peripheral arterial disease." Annals of vascular surgery (2025).

Event description:
It was reported via literature that some patients treated with jetstream experienced adverse events during and following their atherectomy procedures. This was a retrospective study of 120 patients who underwent atherectomy due to infra-inguinal peripheral artery disease (pad) between january 2014 and december 2018. The purpose of the study was to evaluate whether there are differences in long-term patency rates after atherectomy applied at the femoral, popliteal, and infra- popliteal levels in patients with infra-inguinal peripheral artery disease. Patients were divided into three groups on the basis of lesion location; superficial femoral artery lesion (sfa) group, popliteal artery lesion (pa) group, and infra-popliteal tibio-peroneal artery lesion (ip) group. During the procedure, one patient in the sfa group and three patients in the ip group underwent open surgery due to extravasation. In these cases, physicians deliberately avoided the use of covered stents in order not to compromise future surgical options, and opted for open surgical repair instead. Additionally, one patient in the ip group underwent open surgery due to acute limb ischemia. Dissection that did not obstruct flow was noted in two patients from the sfa group and one patient from the ip group. As there was no obstruction to flow, no further interventions were performed. On the basis of these data, open surgery was performed in 5 out of 120 patients (4.17%), and 115 patients (95.83%) achieved acute technical success. Within the first 72 hours, one patient in the sfa group experienced a myocardial infarction, and one patient in the pa group experienced a stroke. These events did not result in mortality. During the first three days, thrombosis and acute limb ischemia were observed in the treated segment of one patient each from the pa and ip groups, necessitating surgical intervention. In both cases, thrombosis was thought to be related to slow flow, as no other risk factors were identified. In the sfa group, in the first year of doppler ultrasound control, 84.6% of patients had 0-30% stenosis, and 15.4% had 30-50% stenosis. In the second year of doppler ultrasound control, 66.7% of patients had 0-30% stenosis, 28.2% had 30-50% stenosis, and 5.1% had 50-70% stenosis. In the fifth year of doppler ultrasound control, 56.8% of patients had 0-30% stenosis, 32.4% had 30-50% stenosis, 8.1% had 50-70% stenosis, and 2.7% had 70-100% stenosis. In the pa group, in the first year of doppler ultrasound control, 67.5% of patients had 0-30% stenosis, and 32.5% had 30-50% stenosis. In the second year of doppler ultrasound control, 57.5% of patients had 0-30% stenosis, 35.0% had 30-50% stenosis, and 7.5% had 50-70% stenosis. In the fifth year of doppler ultrasound control, 50.0% of patients had 0-30% stenosis, 34.2% had 30-50% stenosis, 10.5% had 50-70% stenosis, and 5.3% had 70-100% stenosis. In the ip group, in the first year of doppler ultrasound control, 50.0% of patients had 0-30% stenosis, 38.9% had 30-50% stenosis, and 11.1% had 50-70% stenosis. In the second year of doppler ultrasound control, 41.7% of patients had 0-30% stenosis, 38.9% had 30-50% stenosis, 11.1% had 50-70% stenosis, and 8.3% had 70-100% stenosis. In the fifth year of doppler ultrasound control, 36.1% of patients had 0-30% stenosis, 38.9% had 30-50% stenosis, 13.9% had 50-70% stenosis, and 11.1% had 70-100% stenosis.